Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Evaluation summary: analysis revealed intermittent contact between the hybrid substrate assembly and the high voltage transformer.